Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged the patient received the filter via the right common femoral vein. The patient is reportedly deceased; however, there is no allegation of wrongful death at this time. (B)(6) 2007, implant report: "an 18 gauge single-wall needle was introduced into the right femoral vein and a.038 guidewire was advanced into the inferior vena cava." "This localized the level of the renal veins and a retrievable filter was successfully deployed and delivered in the infrarenal portion of the inferior vena cava." Retrieval report (attempted): "most recently, the patient was found to have right ureteral obstruction from 1 of the struts from the ivc filter. The patient requires ureteral reconstruction by the urology service." "The hook at the top of the filter was clearly embedded into the wall by the CT angiogram and also venogram here." "Finally, we did not get separation. We placed an alligator clip to the internal jugular venous access and we were able to straighten out the filter somewhat. We made multiple attempts to see if we can place a sheath over the alligator clip, but we could not again separate the filter from the wall despite this attempt." "After approximately two-and-a-half hours, we elected to stop. Completion venogram demonstrated that there was no extravasation". "The patient tolerated the procedure well and was extubated and taken to the recovery room in stable condition". Retrieval report (attempted): "we dissected along the anterior surface of the vena cava inferiorly. We then encountered two prongs of the ivc filter that was eroding through the ivc. The first prong was traced and it entered directly into the ureter. The second prong was traced and it did not appear to be injuring any surrounding structures." "The prong entering the right ureter was then carefully removed out of the ureter and traced towards the ivc. Given concern for repeat ureteral obstruction and local injury, we manually broke the eroding ivc filter prong at the level of the ivc using our robotic needle drivers. The specimen was sent off of the field. The broken edge of the ivc filter was then bent and was placed back into the ivc. Here, the ivc was then oversewing using a 4-0 prolene suture in a figure of 8 fashion. We also identified another prong of the ivc filter eroding out of the anterior surface. Although it did not appear to be injuring or invading any nearby structures, we made the decision to remove this prong as well. As such, we broke the prong at the level of the ivc in a similar fashion as described above. The specimen was remove from the body. Next the broken edge of the prong was bent and placed back into the ivc. Here, the ivc was then oversewing using a 4-0 prolene suture in a figure of 8 fashion." Report from xray: "ivc filter opposite l2-3." Certificate of death: causes of death- immediate cause: septic shock; due to or as a consequence of: community acquired pneumonia and disseminated intravascular coagulation.

Manufacturer narrative:
Manufacturer ref.#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical, or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs, or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the clover snare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported ureteral obstruction, hydronephrosis, pain and erosion are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that: [pt] received a cook celect filter on (B)(6) 2007. On (B)(6) 2018, [pt] presented to the hospital emergency department complaining of generalized abdominal pain and nausea. [Pt] was prescribed and underwent a CT scan of her abdomen and pelvis at the hospital. On (B)(6) 2018, [pt] presented to hospital with right sided proximal to mid ureteral obstruction, hydronephrosis due to migrating ivc filter, at which time she was scheduled for surgical removal of the celect ivc filter. Radiologist had previously failed to detect that the celect ivc filter had migrated causing obstructive uropathy in his review of the (B)(6) 2018 CT scan. On (B)(6) 2018, [pt] underwent an attempted removal surgical procedure at the hospital. During the attempted removal, the surgeon who performed the procedure, noted that the retrieval hook at the top of the celect ivc filter was clearly embedded into the wall of [pt]'s inferior vena cava. In addition, surgeon also noted that fibrous tissue was connecting the celect ivc filter to the wall of [pt]¿s ivc. Despite multiple attempts to separate the fibrous tissue connecting the celect ivc filter to the wall of [pt]¿s ivc, surgeon could not separate the celect ivc filter from the wall of [pt]'s ivc. Moreover, despite multiple attempts to grab the hook of the celect ivc filter and initiate retrieval/removal, due to the embedment of the celect¿s retrieval hook into [pt]¿s ivc, surgeon was unable to remove the celect ivc filter from [pt]¿s ivc. Radiologist had previously failed to detect that the celect ivc filter implanted into [pt]¿s body was embedded into the wall of her ivc in his review of the (B)(6) 2018 CT scan. On (B)(6) 2019, [pt] underwent a second attempted removal procedure of the celect ivc filter. At this time, the surgeon noted that [pt]¿s pre-procedure diagnosis included right ureteral obstruction secondary to erosion and migration of ivc filter prongs (or struts) and previous failed attempt at ivc filter removal. [Pt]¿s surgeon also noted that preoperative imaging suggested that one of the prongs of the celect ivc filter had eroded through the ivc and was lodged within the right ureter causing obstruction. During the (B)(6) 2019 (second) attempted removal procedure, the surgeon noted that two prongs of the celect ivc filter had eroded out of [pt]¿s ivc, with one prong entering the ureter and causing the obstruction. The surgeon manually broke and removed both of the prongs that were eroded through [pt]¿s ivc. The damage caused by the celect ivc filter to [pt]¿s ureter required a ureterolysis procedure to expose the ureter and remove the eroded prongs of the celect ivc filter, as well as a ureter reconstruction of [pt]¿s ureter due to the ureteral obstruction caused by one of the celect ivc filter¿s eroded struts. Radiologist had previously failed to detect that two prongs of the celect ivc filter had eroded through the wall of [pt]¿s ivc in his review of the (B)(6) 2018 CT scan. As a direct result of the celect ivc filter and the failure to detect the injuries and damages caused to [pt] by the celect ivc filter, [pt] suffered significant injuries, including the perforation and embedment of the struts of the celect ivc filter, resulting in severe pain and life-threatening complications. In addition, as a direct result of the celect ivc filter and the failure to detect the injuries and damages caused to [pt] by the celect ivc filter, [pt] was forced to undergo multiple surgical procedures to remove the celect ivc filter and/or pieces thereof. Despite multiple previous attempts to remove the entire celect ivc filter from [pt]¿s body, the celect ivc filter could not be removed. Patient outcome: it is alleged that, "[pt] suffered significant injuries, including the perforation and embedment of the struts of the celect ivc filter, resulting in severe pain and life-threatening complications."